Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the g5 mobile application was not working after the patient updated their smart device. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported event of the g5 mobile application not working was confirmed by the findings of a signal loss via log review. A root cause could not be determined.